Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-13733. Related manufacturer reference number:2017865-2021-13734. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was available.